Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultralink meter read inaccurately high compared to an accu-chek meter. The complaint was classified based on additional information obtained during a follow up call with the patient performed by the customer care advocate (cca). The patient reported that the alleged inaccuracy issue first occurred at 6:33pm on (B)(6) 2015. At this time the patient obtained a blood glucose result of ¿249mg/dl¿ on the subject meter and ¿142mg/dl¿ on the other meter performed within 30 minutes of each other. The patient manages their diabetes with insulin pump therapy and denied making any changes to their normal diabetes management routine as a result of the alleged product issue. The patient stated that ¿3-4 hours¿ later they developed the symptoms of ¿sweating, dizziness and dry mouth¿, and as a result of these symptoms self-treated by consuming more food and/or drink straight away. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test the subject meter. The patient¿s products were requested for evaluation. This complaint is being reported because, the patient claims to have obtained an inaccurately high reading on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.